Event description:
It was reported that the pulse generator exhibited noise reversion episodes and noise in both channels; emi was suspected. The noise could not be reproduced with isometrics or pocket manipulation. The device sensitivity was reprogrammed. The patient would continue to be monitored.

Event description:
New information on (B)(4) 2015 notes the device was reprogrammed. The patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.